Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while loading the cartridge. The syringe needle was changed and the cartridge was successfully loaded. Customer's blood glucose (bg) was 275 mg/dl. Customer also reported an elevated bg (value not provided). Customer declined to provide further information.